Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 4.6 cm abdominal aortic aneurysm approximately 10 years ago. The vessel morphology at the time of implant is unk. It was reported that during a regular follow-up approximately 1 month ago the bifurcated stent graft was found 18 mm below the renals; however, there was no endoleak. The cause of the stent graft migration is due to dilatation and elongation of the aortic neck. Currently the neck diameter is 23-26 mm. The pt was brought back the next day after the follow-up visit and a talent cuff and an aneurx cuff were placed proximally to address the migration. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: migration, dilated and elongated aortic neck. Eval, conclusion: dilated and elongated aortic neck.